Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 mg/dl. Low bg cause was not known. The customer reported that the lost consciousness because of the low bg level, but they did not require any assistance. The customer stated they knew they were going low, so they disconnected from their pump before they lost consciousness. They woke up a couple hours later and consumed a peach to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.